Manufacturer narrative:
The customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported visualizing a small microadhesion on the temporal portion of the capsule treatment during a laser assisted cataract procedure. Patient exhibited some endothelial folding. The micro adhesion was managed with no incident. The doctor is new to doing laser assisted cataract procedures. The laser is still being optimized. Doctor used a sealant on the femto laser primary incisions for sealing purposes. In the physician's opinion, tilted dock contributed to the event.